Manufacturer narrative:
The device was returned to regional repair center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken and therefore the image was not displayed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope displayed a stripe in the image. The issue was identified during an inspection prior to use. There were no reports of patient harm.